Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 that on (B)(6) 2016, after inserting a new sensor, one hour after the warmup period he was prompted to start a new warmup. The sensor was inserted on 06/15/2016. There was no report of any injury or medical intervention. No additional even or patient information is available.